Event description:
Patient reported via sus voluntary event report (mw5111086) "I have the FDA recalled (2019-natrelle textured) breast implants, I have almost all the symptoms known for b.i.I. The symptoms have changed for the worse, but gradually set in after the first set of saline in 1993, I am in the process of trying to get 2nd set (2008) of silicone removed. In addition to having FDA-recalled implants, I have b.i.I., a capsular contraction, and I'm pretty sure I also have a leaking implant after 2 mammograms and ultrasound and no referral to plastics and I am still fighting my insurance to pay for removal. Now I understand it is also affecting children in utero and breast milk. Please help us, women and children. Thank you". This is for the left side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.